Event description:
Staff performed fluoro over the bifurcation and noticed the sheath in two pieces over the wire. While trying to exchange one component through the left groin, the wire was visible from the sheath. Physician gained access in the right groin and reentered the left groin as well and then used another 7 fr, 70cm raabe (cook) sheath to push the remaining component through the 10 fr sheath and it was removed. At one point a snare was attempted, but could not be used due to hydrophilic coating. The following add'l info was received via email on (B)(6) 2011. In reviewing the case further, it was uncovered that an atherectomy device was utilized, so that may have been the culprit. The following add'l info was received via email on (B)(6) 2011. It was a pathway atherectomy device, size unk. Pt outcome was requested but not provided by the reporter.

Manufacturer narrative:
(B)(4) no pt outcome info was provided by reporter. (B)(4) device breakage is referenced in the IFU. The introducer was returned with the dilator and the distal third completely separated from the proximal portion from which unravelled coil extended. In qc, flexor sheath tubing, in-process inspection/incoming vendor inspection, requires 100% inspection, "insure correct inside diameter and outside diameter of tubing" and, "insure material is free from surface defects, bumps, bulges and protruding coils between 5 mm proximal from proximal end of coil and 2 mm distal from distal end of coil (2.5 cm distal for 18 f, 20 f, 22 f and 24 f)." In qc, flexor check-flo ii introducer, final inspection, instructs, "confirm surface of sheath is free of excessive dents, bumps or scratches." In addition, the instructions for use (IFU), cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." At the pathway medical device web site for the jetstream atherectomy device, a 7fr introducer with a minimum ID of 0.098 is recommended. The 7fr flexor raabe guiding sheath is specified with a minimum ID of 0.100. Although the damage to the sheath prevented an accurate measurement of the ID, the reference od of 0.124 was confirmed. However, should the cutting blades be deployed while the catheter is within the introducer, the maximum od in this condition (3mm or 0.118") would exceed the ID of the introducer potentially leading to the failure noted. Additionally, while it is feasible to suggest the introducer may have been subjected to extreme contact with arterial lesions/calcifications in a pad pt, there is no evidence of external grooves, marks or striations to indicate such contact occurred. The appropriate internal personnel have been notified and we are continuing to monitor for similar complaints. Prior similar complaint and quality engineering risk analysis resulted in the issuance of CAPA for this failure mode. The investigation of CAPA led to revised IFU issued on 16apr2010. Although no lot number was provided, the occurrence rate since this date has been calculated as worst-case scenario. Insufficient risk to require add'l corrective action at this time.